Manufacturer narrative:
It was reported that the patient has limited range of motion. A revision surgery is planned to exchange the poly inserts and possible perform lateral release. A review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has limited range of motion. A revision surgery is planned to exchange the poly inserts and possible perform lateral release.